Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited far p wave oversensing causing pacing inhibition. No interventions were performed. There were no patient consequences.

Event description:
New information received stated that the implantable cardioverter defibrillator continued to exhibit oversensing. It was suspected that the oversensed signal was possibly something external. Patient continues to be monitored.